Event description:
It was reported the patient is experiencing ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2014 and the physician added a new lead to address the issue. An sjm representative will meet with the patient at a later date for postoperative programming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.